Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to bacteremia. A left ventricular (lv) lead was present in the patient as well, but was not targeted for extraction. Spectranetics lead locking devices (llds) were inserted into the ra and rv leads to provide traction. A spectranetics 16f glidelight laser sheath was used to treat the patient. During the procedure, it was observed that the glidelight was kinked and light was emitting along the catheter. Use of the glidelight was discontinued, and a new 16f glidelight was used to remove both leads. The procedure was completed with no reported patient harm. This event is being reported for unintended radiation exposure, potential for harm.

Manufacturer narrative:
D9): the device was returned to the manufacturer 11mar2024. D10): traction platform, lead information populated g3): the device evaluation and investigation were completed 13mar2024. H3): the glidelight device was returned to the manufacturer for evaluation. Visual inspection found a severe kink 30 cm from the distal tip. At the area of the kink, the outer jacket was melted, and exposed and broken fibers were present. There was no other damage anywhere along the working length, bifurcate handle, or tail tube. H6): based on the device evaluation and investigation, this has been determined to be a use related failure. Historically, the device damage has been observed when excessive forces are applied to the side of the outer jacket. The device becomes kinked, and then broken fibers at the area of the kink produce heat, which creates a breach in the outer jacket. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
B6): relevant tests/laboratory data unk b7): other relevant history unk d4): device serial number unk h3/h6): the device was not returned to the manufacturer, thus no investigation could be completed and the cause of the reported failure could not be confirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced. Lead location, extraction indication, and traction platform are unk. A spectranetics 16f glidelight laser sheath was used to treat the patient. During the procedure, it was observed that the glidelight was kinked and light was emitting along the catheter. Use of the glidelight was discontinued, and a new 16f glidelight was used to complete the procedure with no reported patient harm. This event is being reported for unintended radiation exposure, potential for harm.